Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The provided x-ray which shows dislocation was not sent for further evaluation as the patient had a fall which resulted to the dislocation. Hence the x-ray review would not enhance the investigation process. Reported event was confirmed by review of x-rays provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Follow-ups revealed that the patient dislocated after a fall. However, as medical records were not provided, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device not returned for evaluation.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown liner, unknown stem, unknown cup. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-019-03162. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned for evaluation.

Event description:
It was reported that the patient underwent an initial hip arthroplasty on an unknown date. Subsequently, the patient is being revised due to dislocation. Attempts have been made and additional information on the reported event is unavailable at this time.